Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: ng. Date: (B)(6) 2011, inratio: ng, lab: 14.0. On (B)(6) 2011, patient had gi bleeding and was sent to the hospital. She was treated with vitamin k at the hospital. Patient's therapeutic range: 2.5-3.5 inr.